Event description:
Chemo tubing became disconnected from the patient and the line then was allowed to have blood leak. When looking at the tubing and line the tubing at the trifuse and spiros the spiros could come on and off. Even when it would spin and be "clicked" into place. Tubing line did have a c clamp and was made correctly.